Event description:
During a routine check of the unit by the co rep, the customer's biomed stated that although he has re-seated a pin on the pressure connector several times, it continues to push back in.